Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly and stuck button error with did not press a button down for 3 minutes or longer. The customer¿s blood glucose level was unknown. Customer stated that the stuck button alarm. The customer was assisted with troubleshooting and customer declined to troubleshooting for exposure to moisture . The device will not be returned for analysis.